Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0 x 18 mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery, 80% stenosed lesion. Reportedly, the patient has experienced chest pain following stent implantation. In (B)(6) 2016, the patient was re-hospitalized for continuing chest tightness. The patient adhered to regularly prescribed medications. The chest tightness continues. There was no device malfunction. Per study physician, the relationship between the event and the device is unknown. There was no additional information provided regarding this issue.